Event description:
I had medtronic inter-stim device for urge incontinence implanted on that day on the right side of my upper hip area. The day after surgery, radiating needle like pain started in my hip. The only thing that helped was to wear baggy dresses or better yet, nothing. I could not stand anything to touch that area without needle like pain. I reported it. A week later a testing of the device with the medtronic's representative took place resulting in a pain that hit me like an electrical shock. It went into my right hip and thigh. I sobbed. (B)(6) turned off the device. I was told it needed to be removed. The device was turned off but the intermittent pain continued. So another week went by as I waited for the third surgery. It was surgically removed today. The first surgery was the trail-that went well. Improved my urge in continence 90% . I was thrilled. So the second surgery: the permanent implant was done. Then the pain started immediately. I thought it would end after surgical incision healed. It did not. Third, the removal of that implant today. Serial number, (B)(4), model number:3058.